Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right ventricular (rv) lead was experiencing high and out of range pacing impedance. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of high and out of range pacing impedance was not confirmed. As received, a complete lead was returned in one piece measuring 57.8 cm. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.